Event description:
A report was received that the patient had a wet tap (dura puncture) during a trial procedure. The physician aborted the procedure. The patient had no signs of headache or lack of motor function after the case. It was unknown if medical intervention was provided.